Event description:
Customer reported that on (B)(6) 2015 "around 5-6 am", he could not speak or talk and "couldn't get out by himself", but was unable to check his glucose because of an unspecified quality issue effecting his adc blood glucose meter which prevented it from "working". Customer was unable to state specifically what the problem with the meter was and noted he had disposed of it sometime prior to the medical event. Customer's wife called the paramedics and upon arrival, they checked his blood glucose (no result provided), initiated an intravenous infusion of glucose and transported him to a local healthcare facility. At the emergency room, a blood glucose result of "40" was received on an unspecified hospital meter and the customer was diagnosed with hypoglycemia. Customer was treated with continuing intravenous glucose, in addition to having a CT scan and having his "heart checked". Customer was discharged to home at approximately 5:00 pm. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Although the customer indicated he had disposed of the meter, the customer's products have been requested for investigation, in the hope that the meter/test strips will be located and returned to the manufacturer. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.